Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to interrogate the pulse generator, an error message was displayed. The device was attempted to be interrogated with another programmer, using the wand only and with the rf antenna but the same behavior was noted. The patient was noted to be in stable condition. No additional information was available at this time.